Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. A visual inspection of the returned video noted that the returned video contained a view of the surgical site. A curved tip reload was inserted into the cavity and maneuvered to clamp on a blood vessel. At 0:54, the user began firing the reload over the vessel. At 0:59, the I-beam reached the end of the channel. At 1:00, the reload articulated abruptly to the right of the screen and the I-beam began retracting. At 1:04, the jaws of the reload opened. Blood began emitting from the surgical site following the unclamping of the jaws. The remainder of the video contained a slowed-down view of the firing. It was reported that it was difficult to retract the knife blade. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (serial#: unknown); unk-sigadapt, unknown signia egia adapter, (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic procedure, when the powered stapler with a vascular load was fired, the recoil during the return of the blade tore the artery. The procedure was converted to open to resolve the issue.